Event description:
The customer contact reported during set up, prior to patient use, it was noted that the channel 1 device door roller was missing and the door roller pin was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the channel 1 device door roller and door roller pin were missing. Further testing found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and door roller pin. The missing device door roller and door roller pin prevented proper actuation of the regular closed on the device mechanism causing unrestricted flow when the door was opened. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.